Event description:
It was reported that during a pta/stenting treatment procedure, the biliary wallstent partially deployed in the sheath. Upon the deployment the proximal end of the stent was open in the 7 fr pinnacle sheath without the marker showing. When the physician pulled the sheath back the stent fully opened in the external iliac artery. The pt was asymptomatic during this event. The lesion being treated was calcified, 70% stenotic lesion in the external iliac artery. The procedure was successfully completed. No pt injuries or complications were reported. Pt status is reported as 'fine'.